Event description:
(B)(4) - the dealer reported that the in88ahanfr mechanical wheelchair front wheels caster forks was very tightened resulting in the unit being unable to move. There was no injury reported.